Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of damaged band.

Event description:
It was reported to boston scientific corporation that a speed band super view super 7 was being prepared to be used in the esophagus during an esophageal varicose vein treatment procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was found that the band was damaged. The procedure was completed with another speed band super view super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the white band was damaged.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of damaged band. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had no bands attached, and the bands were returned separately, which are consistent with the findings per media analysis on the provided photos. Additionally, it was also found that the white band was found damaged. The handle had evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of a damaged band was confirmed. Upon analysis, it was found that the returned ligator housing had no bands attached and were returned separately, the white band was also damaged. There were no details as to how the device was being manipulated during preparation; however, it is most likely that since this problem happened during the preparation of the device, the way the ligator housing was manipulated during the setup of the device, if the shrink wrap was taken off earlier in the setup, also, if the packing of the device was not handled carefully, it could happen that parts inside the device could have gotten damaged. Moreover, if the shrink wrap was peeled off with a sharp object, this could have caused the damage seen on the white band. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during an esophageal varicose vein treatment procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was found that the band was damaged. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the white band was damaged.